Event description:
The dealer first said that the user allegedly ran into another user and told us the client should not be in a wheelchair. After being informed of the cost of the motors, the dealer then stated the reason for the accident was allegedly a brake failure. No serious injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model r51 serial number/date code (B)(4) is approximately 9 months old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is a female whose age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.